Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag console failed during its functional checkout. During functional testing, the rental console experienced a power on self test fail: s1 alarm. The device was not on a patient at the time of the reported alarm occurrence. It was being used for an educational session and was being power-cycled several times throughout the day. The error message could not be duplicated after numerous power-cycle tests with various power outlets.

Manufacturer narrative:
Section g3 - PMA/510(k) #: corrected. Section g3 - PMA/510(k) #: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer¿s investigation conclusion: the reported event of a power on self test alarm was confirmed. The centrimag 2nd generation primary console (serial number: (B)(6)) was returned for analysis and a log file was downloaded for review that showed events spanning approximately 16 days ((B)(6) 2023, (B)(6) 2024, and (B)(6) 2025 per time stamp). Events occurring on (B)(6) 2025 were recording during testing at abbott. A power on self-test fail: s1 was active on (B)(6) 2024 from 12:22 - 16:20, and on (B)(6) 2025 at 13:29 following a sf_sps_power_button_inconsistent sub fault. The system was power cycled several times before an sf_ifd_shutdown_detected was active on (B)(6) 2024 at 16:16. The system was started again on (B)(6) 2025 at 13:29 for testing at abbott. There were no notable alarms active in the log file. The centrimag 2nd generation primary console was returned for analysis to the service depot and was evaluated and during routine functional checkout of the console a ¿power on test fail: s1¿ alarm became active that was unable to be silenced. Power was cycled several times and the s1 alarm returned each time. Further inspection isolated the issue to the power on switch assembly. The component was replaced with a new assembly and the issue resolved. The console was then functionally tested and passed all testing. The power on switch assembly was forwarded to product performance engineering (ppe) for further testing. The returned power on switch assembly was inserted into a test fixture during further testing with ppe. Upon connecting the switch, the console powered on without pressing the switch. Any attempt to power down the console was unable to be completed. The internal components that make up the switch appeared to have been damaged preventing the switch to function as intended. The reported alarm was unable to be reproduced; however, damage to the power on switch assembly would result in the reported event. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console (serial number: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual ( rev. M) ¿table 15: console maintenance schedule¿ instructs users to have the centrimag console¿s internal battery replaced every two years. Users are instructed to contact abbott for assistance in replacing the battery, as users may not replace the internal battery without proper training or assistance. The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿ "appendix I ¿ 2nd generation centrimag primary console alarms and alerts" cover all alarms (auditory and visual), including system related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.